Event description:
It was reported that the customer's bg value displayed as 'high' on the continuous glucose monitor (cgm). Cause was related to an unexpected reset. The customer experienced diabetic ketoacidosis, went to the emergency room (ER) on (B)(6) 2022, and was subsequently hospitalized in the intensive care unit (ICU). The customer received IV and fluids of saline and insulin to address the bg. As of (B)(6) 2022 it was unknown if the customer was still in the hospital, and multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.